Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they received insulin flow block alarm. The customer's blood glucose level was 223 mg/dl. The customer was assisted with troubleshooting and resolved the issue. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.